Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clip was not properly formed when fired. A second applier was opened to finish the case. There was no consequence to the patient.